Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the reported event was confirmed. A portion of the distal rails of the triathlon cs trial fractured. Scratches and indentations were observed on the articulating surface, the underside, and on the distal rails. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon cs trial fractured. Scratches and indentations were observed on the articulating surface, the underside, and on the distal rails.

Event description:
It was reported that the surgeon noticed the breakage of the insert when the trial was off from the tibial implant and femoral implant. Probably, the insert was broken during impacting with compactor.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the surgeon noticed the breakage of the insert when the trial was off from the tibial implant and femoral implant. Probably, the insert was broken during impacting with compactor.